Event description:
During the evaluation, the distal end of the device was found to be loose and detached. Additionally, no image was displayed, and a b30 scope communication error was identified. No patient was involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.